Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the solution administration set was unable to prime. This occurred before patient use. It was stated that the set was not working and was blocked. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the tube had been bent. Underwater pressure testing was performed, and the device was found to flow normally with no flow obstruction noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.